Event description:
It was reported that a routine follow-up appointment, the physician determined the two non-boston scientific leads most likely had insulation defects. Provocative maneuvers were performed which reproduced over-sensed noise. The device data was forwarded to technical services and it was discussed that a revision procedure was likely. It was stated that the patient transferred to a new healthcare facility where a revision procedure was subsequently performed. This system was explanted and replaced to resolve the event. The specific procedure date was not provided and it was stated that this device would not be returned for analysis as no further information was available regarding this event from the sales representative. At this time, the device was retained by the new healthcare facility and no additional adverse patient effects were reported.